Event description:
Caller reported that they took the pt's blood test and the reading was 199. The pt was given an insulin dosage based on that reading after which their reading went down to 26 with an accucheck meter. The caller gave the pt carbohydrates to bring their blood sugar up.